Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a corroded battery tube, a cracked case at the display window corners, and cracked battery tube threads. The insulin pump was missing segments on the display due to a cracked connector at the liquid crystal display circuit board.

Event description:
It was reported the customer's buttons were sticking on their insulin pump. The father also reported that only half of the screen was visible. The father stated the screen was severely scratched. The customer's blood glucose was 180 mg/dl. The father could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.